Event description:
The purpose of this report to describe a problem with the "pyxis anesthesia system 3500," an FDA regulated piece of operating room equipment. In 2009, pt was in an operating room in our hospital, scheduled for a transurethral resection of prostate. During induction, he became bradycardic. We attempted to remove atropine from the second drawer of our pyxis. The drawer had relocked. This drawer -entitled 2-2 pyxis- had been open at the start of the case. We had removed a drug from that drawer approx 10 minutes prior. All other drawers -drawer 2-1, 3-4, and 5- remained open- only drawer 2-2 which contained life saving emergency drugs had relocked. The pt required chest compressions, and luckily responded to glycopyrrolate, found in another drawer. After the code was over, and pt had been brought to the pacu for recovery, our pharmacy personnel examined the pyxis by unlocking the back of it. Behind the back plate, within the machine, it was found that some airway equipment had migrated out of the drawer below 2-2 - entitled 2-3.- there is no plate on the back of the pyxis to prevent materials from migrating out of one drawer and jamming other drawers. The purpose of the pyxis is not only to dispense controlled substances and ordinary pharmaceuticals, but also to contain lifesaving airway equipment and medications. We were lucky in this incident that (B)(6) responded to a substitute drug instead of atropine, since this most appropriate medication was unavailable because of the pyxis malfunction.